Manufacturer narrative:
The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Report related to mw5092720. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported permanent corneal pain, cannot sleep at night, "profanity" night vision, huge halos, starburst, double vision at night, floaters, flashes, and lattice degeneration post lasik. The patient uses autologous serum eye drops to control the eye pain but it is not working. The patient noted having perfect night vision before lasik and that glasses cannot fix the night vision damage. The patient also noted not having floaters before lasik but now sees them when in bright sunlight, looking at the computer screen or windshield of the car and cannot play video games because of the eye pain. The patient stated that the laser burned the eyes, ruined the tear film, and natural shape of the eye. Blinking does not help and has to wear sunglasses while driving and is depressed. Additional information is not available.